Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that at the end of the ablation procedure, the femoral introducer where a catheter was positioned in broke. The faradrive sheath diameter may have contributed to the femoral sheath to break. A vascular intervention was needed to remove part of the introducer from the patient's vein. The parts of the introducer were succesfully removed, and patient fully recovered. No device is available for return as the device was disposed by customer.